Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 477 mg/dl, 226 mg/dl, hi (greater than 600 mg/dl), and 250 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.